Manufacturer narrative:
(B)(6): physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that during patient use, the device powered off by itself. The device then was reported to power itself back on after approximately 30 seconds. The end user then successfully continued patient care. There was no adverse affect caused to the patient from result of reported failure.